Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a complete lead was returned for analysis in one piece. Lead insulation degradation at 8.5 cm, 8.9 cm, 16.7 cm and 17.3 cm from the connector pin.

Manufacturer narrative:
No conclusion code available; failure event observed during analysis.final analysis found a complete lead was returned for analysis in one piece. Lead insulation degradation at 8.5 cm, 8.9 cm, 16.7 cm and 17.3 cm from the connector pin. This contributed to the reported noise. All other damages found were sustained during the surgical procedure. The previously reported manufacturer¿s narrative to address lab analysis results erroneously omitted a complete conclusion; the analysis conclusion should include that the lab findings of insulation degradation contributed to the noise observed on the lead.

Event description:
It was reported that the patient experienced lightheadedness, noise oversensing anomaly was observed on the right atrial lead, right ventricular lead and pulse generator. It was noted that the noise was not reproducible with isometrics. The patient was placed with a 30 day monitor, which revealed short episodes of pacing inhibition. The system was explanted and replaced on (B)(6) 2017; it was also noted that another previously capped and replaced right ventricular lead was explanted at the same time due to fracture observed on the lead. The patient¿s condition before, during and post procedure was stable.